Manufacturer narrative:
No conclusion code available. Failure event observed during analysis. Final analysis found external insulation abrasion noted at 30.8cm to 30.9cm from the connector pin consistent with friction to another device or the anatomy of the patient.

Event description:
This report is to advise of an event observed during analysis.